Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate shock and two bursts of anti-tachycardia pacing (atp) due to atrial fibrillation (af) with rapid ventricular response. No adverse patient effects were reported. This device remains in service. Additional information was received that this delivered an inappropriate electric shock and several bursts of atp during a supraventricular tachycardia (svt) episode. No additional adverse patient effects were reported.